Manufacturer narrative:
Patient was reported to have potential exposure, but with no reported symptoms, when initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2021 with strip lot 6000200 and instrument serial number (B)(4). Secondary testing on a lumiradx platform with serial number (B)(4) produced a positive result. The customer reported the following process for testing on the lumiradx platform: "patient self collects swab in their car. Patient places swab into extraction buffer vial that gloved nurse is holding. Same nurse brings extraction vial into kiosk, finishes the inoculation, and begins the test process. Test strip is not added to instrument until testing is ready to begin." The customer reported their cleaning practices to be "pdi sani cloth bleach wipes are used at the end of every day and following each positive patient", and further reported that glove changing practice to be: "double glove- top glove replaced between samples". Lot 6000200 met all defined qc criteria at the time it was released and testing using negative nasal swabs from in-house donors meets expected performance for use in the field. Review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in severity of moderate, as follows: failure to self-isolate patient and institute appropriate infection control measures. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Trending data for discordant results was reviewed for this lot and the occurrence rate per quantity of strips in the field was calculated as (B)(4). Lumiradx sars-cov-2 ag test product insert claims a sensitivity of 97.6% with a reference rt-pcr assay and it is accepted that up to 2.4% of test strips may generate a discordant false negative result. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. This strip lot continues to demonstrate field performance within specification of product claims relative to the quantity of strips from this lot in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
This is report 2 of 4 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid result covid test system on an individual patient.